Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users were unable to retract an unidentified stent and angulation was said to have been stiff. There was no further detail provided.

Manufacturer narrative:
Olympus f/u with the user facility to obtain additional info regarding this report. The user facility reported that during the ercp procedure, the users experienced difficulty retracting an unspecified model of boston scientific sphincterotome and an unspecified model of boston scientific stent from the device. The sphincterotome and stent were both withdrawn from the pt with the endoscope simultaneously, with no pt injury reported. The user facility reported that the intended procedure was not completed, as there was no spare available. It was unk as to whether the intended procedure had been rescheduled. The device referenced in this report was returned to olympus for eval. The eval found that the right and left angulation control knob was not locking due to damage to the control knob mechanism. The elevator riser was noted not to be retracting properly due to debris on the elevator riser and damage to the wire. The bending section cover glue was damaged. The device was refurbished and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.